Event description:
Patient was doing stair training. The handrail on the stairs came off. Staff notes the rail was properly attached and showed no looseness before the malfunction. No serious harm to patient.